Manufacturer narrative:
Device broke during insertion; device was not implanted/explanted. A manufacturing evaluation was completed: one screw with head broken off shaft received in labelled package. Part 412.812.999, lot 7979361 was used to make this lot of 412.812 lot 9775771 finished goods according to records search. Device history records show scrap for machine malfunction at turn head and additional scrap found for length out of specification at bag/label. Underlying problem was misload at turn head operation causing incorrect location of head/neck profile too close to drive end of the screw. Microscopic examination revealed that heading flashing on top of head was not removed, indicating turn head cut was not in proper location. No visible signs of damage, overload or overtorque from use of the screw. Head was broken off shaft in transverse manner with respect to head and shaft. A drive depth gage was used to evaluate drive depth on the broken screw head which was out of specification. A comparator was used in conjunction with a transparency to evaluate head profile of the broken screw head; the head size appeared too small in the distance from top of head to underside of neck feature. Findings that drive depth was too deep and head/neck profile was too small indicate that this screw had a thin wall between drive and neck features directly leading to the failure of head breaking off of the screw during use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient harm.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hwc. Other number¿UDI: (B)(4). Initial reporting facility phone number is (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery to treat distal radius fractures, the locking screw broke at the head during insertion into the proximal shaft. The broken screw shaft was removed and no fragments remained in the patient. The surgery was successfully completed without delay. It was further reported that the other screws used in the surgery were from the same lot as the complained screw and that they did not have any issues. This report is 1 of 1 for (B)(4).